Event description:
It was reported that during a da-vinci assisted surgical procedure, the cadiere forceps instrument was bent and had to be removed with the cannula. The procedure was completed.

Manufacturer narrative:
Based on the claim against the product by the customer noting an instrument being stuck in the cannula, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The cadiere forceps instrument was analyzed and found to have the main tube broken. A broken piece measuring approximately 0.058" x 0.111¿ was not returned with the instrument. An additional observation not reported by the site was also identified. Signs of corrosion were found on the instrument bearings. Pitch and grip input disk bearings exhibit orange discoloration.